Event description:
It was reported that during preparation for procedures, when the staff attempts to open the packaging, they are finding that it is very hard to open. The packaging is not tearing cleanly, causing them to compromise the sterility of the product.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.